Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, nonunion occurred and 6-hole va-lcp medial distal plate with six 2.7mm va locking screws, three 3.5 cortical screws, and one 3.5 locking screw were all removed. The screw head may have already been broke prior to the removal case. There was no surgical delay reported. The patient was stable after the procedure. The procedure was successfully completed. This complaint involves twelve (12) devices. This report is for (1) lwprof cort cr ã¸3.5 self-tap l16 sst. This is report 10 of 10 for (B)(4).